Event description:
It was reported during service at manufacturer facility is blade is half broken and stuck in the cast cutter saw. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported during service at manufacturer facility the blade is half broken and stuck in the cast cutter saw. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress.